Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack near the motor. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no crack by motor noted, however, the insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner and stained end cap sticker.